Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, high out of range pacing impedance measurements were noted. As a result, a re-puncture was performed, but there were difficulties and repeated attempts were unsuccessful. For patient safety and to minimize procedure time, the faulty lead was cut and used as an introduction sheath to establish access. A new lead was then successfully implanted. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.